Event description:
Balloon burst.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that, during a pta procedure to dilate a calcified femoral artery, the balloon burst. The burst pressure was unknown. There were no adverse effects on the pt. Another balloon was used to complete the procedure. The product has been returned for testing; however, the engineering evaluation is not yet complete. Add'l info will be submitted within 30 days upon receipt.